Event description:
The patient was in for a pump refill. On interrogation, the pump showed ¿reset occurred¿ ¿pump in safe state¿. The logs showed that the reset occurred on the date of this report at 04:06pm. The patient was not in any strange environments at the time of the reset. The patient was in the office and it might even have occurred when the pump was being interrogated; the reporter was not sure. There were no other events in the logs other than the reset and safe state messages. The pump was refilled, programmed, and updated with no issues and no pop ups. The device system was delivering gablofen. The cause of the event and final outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient did not have any symptoms related to the event. The patient had the pump replaced since the event and this reporter had not been made aware of any problems.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11193r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).